Event description:
Related manufacturer reference number: 2017865-2023-25436. It was reported that the patient presented in clinic for follow up. The patient experienced fatigue and discomfort. Upon device interrogation, it was noted that the atrial lead exhibiting noise leading to oversensing and triggering auto mode switch episodes and the left ventricular lead failed to capture. The lv tip to rv coil produced phrenic nerve stimulation. Isometric exercises were performed, and no atrial noise was reproducible. It was believed that the patient recent symptoms were related to the patient¿s increased fluid retention and not the atrial noise episodes. Programming changes were performed. The patient will continue to be monitored. There were not patient consequences.